Event description:
It was reported that the external pulse generator's (epg) lower display was defective as it had poor contrast and was unreadable. The epg was removed from service. There was no patient involvement.